Event description:
Customer stated that they noticed that the provue possibly dispensed liquid into the 0.8% surgiscreen red cell reagent vial used for preparation of blood antibody screen testing. A false negative antibody screen (due to the diluted red cell reagent product) could occur leading to the inadvertent transfusion of antigen-positive red cells or antibody-containing plasma that could lead to a hemolytic transfusion reaction in a susecptible patient.

Manufacturer narrative:
No death or serious injury was reported by this customer as a result of this incident. Customer stated that they noticed that the provue possibly dispensed liquid into the 0.8% surgiscreen red cell reagent vial used for preparation of blood antibody screen testing. The morning tech noticed the vials had more than normal volume and were hemolyzed. The customer stated there was a clot detected by the provue in 2004, prior to this incident, and the lab specialist noticed the wash solution bottle connector was leaking. Both may have contributed to the root cause as one could lead to blockage of the waste line and one could cause loss of pressure to the wash station. Either problem may have caused was solution to drip from the probe washing station into the reagent red cells. A false negative antibody screen (due to the diluted red cell reagent product) could occur leading to the inadvertent transfusion of antigen-positive red cells or antibody-containing plasma that could lead to a hemolytic transfusion reaction in a susceptible patient. The likelihood or serious injury is not remote. Based on the available information, mts is reporting this event based on the potential for injury should the event recur without detection by the user.